Manufacturer narrative:
(B)(4). User facility mw received. Ufmw (B)(4). Event description per ufwm report (B)(4) stapler jammed when trying to release load and made incomplete staple line on patient¿s bowel. What problem did the user have: device malfunction ¿ that is, the device did not do what is was supposed to do; device failed (e.g. Broke, couldn¿t get it to work or stopped working).

Manufacturer narrative:
Product complaint (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number t4071l, and no non-conformance's were identified.

Event description:
It was reported that during reversal of ileostomy tlc jammed and misfired staples. The device started to fired but jammed and could not complete leaving malformed staples. Caused surgeon to have to hand sew staple line to complete case. No patient consequences reported.